Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
In the journal of arthroplasty 34 (2019) 781-788, "femoral head penetration rates of second- generation sequentially annealed highly cross-linked polyethylene at minimum five years" (a study comparing volumetric wear rates of the x3 poly with different femoral heads), among the base group of 198 patients, the following is included: "...one case was revised for aseptic loosening and fibrous ingrowth of the acetabular component..."